Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, crease fold, wear abrasion, brown biological tissue, device appearance (observed 40 mm dark patch edge material inside gel device) and opening. A microscopic analysis was performed which identify crease smooth opening on posterior. Based on the device analysis the final assessment is a sharp crease opening on posterior due to a fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported left side "exchange from textured to smooth implants due to the patients concerns with the product." Additionally, healthcare professional reported rupture. Device was explanted and replaced.